Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted. The lifetime ventricular sic (sensing integrity counter) was 1760. These counts began in 2007. A high value of this counter can indicate a possible intermittency in the system. Weekly rv (right ventricular) impedance measurements were around 400 ohms, with a value of 896 ohms recorded at about 8 days prior and 592 ohms at about 4 days and 3 days later

Event description:
Asku